Manufacturer narrative:
Cmpl-(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient takes an unspecified ¿strong¿ blood thinning medication and stated that during the insertion a vein was hit. On the same day the sensor was inserted, the patient tried to control the bleeding at home 30 hours, before he eventually went to the hospital. The patient did not state any treatment that was performed at home. At the hospital the patient was treated with an injection of adrenaline. No further treatment was documented to be given and at the time of the report the patient was stable. There was no documentation of the length of stay in the hospital, but there is no indication the patient needed to be admitted. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.